Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any changes to pre-op cleansing products or procedures? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If yes, what were the results? Please additional information regarding antibiotics; name, route, dosage what suture was used to re-suture the patient? Please clarify the lot number that was reported as 20200716 as this does not appear to be a valid lot. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent surgery for fracture of lower limb on (B)(6) 2020 and suture was used. On (B)(6) 2021, the patient suffered from wound infection on the wound. The patient experienced erythema, inflammation and wound secretion. The patient was given debridement and re-suture and then antibiotics. Additional information has been requested.